Event description:
It was reported that the pump declared cartridge alarm 6. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). The issue occurred before contacting technical support, and after loading, the customer ultimately received cartridge alarm 5. No additional information was received regarding the outcome of the event.